Manufacturer narrative:
Examination of the explanted tibial tray could not confirm the reported loosening. The root cause of the loosening could not be determined. The need for corrective action was not indicated.

Event description:
The patient was revised because of loosening of the tibial component.